Manufacturer narrative:
The open parts box was not found to have any chips or burrs. Some of the corners are not rounded, especially on the lid. The cut was suspected to be akin to a paper cut. An analysis of returns showed no returns for cut or sharp edges in the past 5 years.

Event description:
Customer reported that when the doctor opened a box of the product there was something sharp on the cassette and it cut her hand.